Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 with a blood glucose level of 550 mg/dl. Customer stated that she was not getting insulin from her pump. Customer stated that her pump has been beeping and she does not know why. Customer stated that her stomach was hurting and she was discombobulated. Customer had diabetic ketoacidosis. Customer was advised that the pump is delivering insulin because it brought her blood glucose level down from 290 mg/dl to 170 mg/dl. Customer was advised that there was nothing out of the ordinary in her alarm history. Customer was advised to monitor the issue and call back if she continues to hear the beeps. Customer stated that she doesn't remember giving herself a bolus today and her blood glucose level was 55 mg/dl. Customer then ate and her blood glucose level was 290 mg/dl. Customer's current blood glucose level was 170 mg/dl. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.